Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 363 mg/dl. The customer stated that there is cracked screen. The customer does not know how the damage occurred. The customer stated that lcd screen is damaged and not completely readable. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.